Event description:
A nurse educator called to report that the customer was hospitalized. It was stated that the customer manually primes 180u of insulin into their body. The customer was a new pump user and forgot to disconnect from the pump during the manual prime. The nurse indicated that the customer is doing fine.